Event description:
Medtronic received a report that one coil prematurely detached from the pusher wire and one got stuck in the catheter. It was reported that the coil was removed from the patient, it had to be retrieved. It was unknown if any surgical or medicinal intervention was required, if the pushwire was bent or broken, if there was any friction or difficulty during delivery, or if the physician attempted to reposition or detach the coil. It was unknown if the physician rotated the delivery pusher during the procedure of if continuous flush was administered. It was reported that the other coils pusher was kinked/broken on the distal segment. It was unknown if the reported devices and any accessory devices were prepared as indicated in the IFU or if any patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the concerto implant coil was returned for analysis within a shipping box; within an unsealed plastic pouch; within an opened concerto outer carton, and within a resealable plastic biohazard pouch. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the implant coil was already detached and returned without the pusher. The implant coil was found stretched and damaged; with the polypropylene filament broken. The detach element (including the detach ball) was found undamaged. Testing/analysis: the detach element ball outer diameter was measured to be 0.0038¿, which is still within specification (specification: 0.0038¿ ± 0.0001¿). Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed as the implant coil was returned without the pusher or any of its detachment subassemblies. In addition, no damages or non-conformance to specifications were found with the detachment element on the implant coil. Therefore, the root cause of the reported premature detachment could not be determined. The implant coil was found stretched and damaged. Possible causes of coil stretch/damage are lack of hydration, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation, incompatible micro catheter, or user advances the coil against resistance. As the non-medtronic micro catheter was not returned for analysis, any contribution of the micro catheter towards the premature detachment and coil damage could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that it is unknown if part of the pushwire fracture and separate from the rest. The resistance was located in the distal section of the catheter. The coil came out of the introducer sheath smoothly. It is unknown if there were any kinks/damage to the coil observed after removal. The catheter was not a medtronic product. There were no issues that resulted in the kinked/broken pushwire that was found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.